Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) was utilized due to the surgery that occurred.

Event description:
It was reported that the system exhibited noise on the atrial channel and low impedance measurements on the right ventricular channel. A revision procedure was performed, and the system was removed from service and replaced. No additional adverse patient effects were reported.